Manufacturer narrative:
Investigation of the returned device found the soft cannula to be torn and shortened, resulting in the length of the soft cannula measuring below specification. Fluid was unable to flow through the complete fluid path due to the damage to the exposed portion of the soft cannula. It could not be determined when or how the damage to the soft cannula occurred. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Because it could not be determined when or how the external soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of pod customer not sure delivering insulin. The investigation observed a torn cannula. It was also reported that the patient's blood glucose level rose greater than 250 mg/dl while wearing the pod at the infusion site (arm) while wearing the pod between 36 and 48 hours.